Manufacturer narrative:
(B)(4). This incident was determined to be caused by use/user error and there was no allegation of a product malfunction. Therefore, a service history review, device history review and device evaluation will not be conducted.

Event description:
A field service engineer (fse) reported to baxter that during service and testing it was discovered that unapproved bloodlines were being used on the device.